Event description:
The user facility reported an 83-year-old female undergoing transcatheter aortic valve replacement was implanted with an impella cp device for mechanical circulatory support after the patient coded. At procedure end, runoff revealed no distal perfusion to left lower extremity. Impella options were considered due to device being rapidly inserted through 14f edwards tavr sheath. Options considered were to leave as is with fem-fem bypass, remove device & exchange impella sheath for device reinsertion, or alternative access site & device placement. Due to patients hemodynamic improvement at mean arterial pressures remained 80-85¿s. Decision was made to explant device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia issue was patient condition related due to pad/pvd vessel conditions.